Event description:
It was reported that the cylinder of this inflatable penile prosthesis (ipp) migrated proximally causing the device not to work properly. The migration was reported to be probably due to improper original sizing or placement. The device was explanted and replaced. No patient complications were reported.